Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a mild calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional watchman procedure. Reportedly, the entire suture came out of the device as the sutures did not catch onto the vessel wall with two proglide devices. The pre-close was abandoned. The sheath was upsized to a 14f sheath, and the watchman procedure was completed. Hemostasis was achieved with a non-abbott closure device [angio-seal]. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.